Event description:
It was reported that during a da vinci-assisted ventral hernia transabdominal preperitoneal (tapp) surgical procedure, the surgeon was unable to control 30-degree endoscope from surgeon side console (ssc). Manual control of the endoscope was also unsuccessful. The endoscope was installed on universal surgical manipulator (usm) 2. Intuitive surgical, inc. (Isi) technical support engineer (tse) found drape error on usm 2. Tse advised the customer to return the endoscope if the issue persisted. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the reporter and learned no troubleshooting steps were taken since issue happened near end of case. The customer did not try to move scope to the other arm or reseat adapter. The fse followed up on the following day and site said they would report if there were any issues with cases for that day. The site did not return messaging to fse so fse contacted the isi clinical sales representative (csr) and was told the system had been used several times with no issues on arm 2. The system was working properly, and no site visit was required. The probable root cause cannot be determined based on the information provided and phone support details. The issue was resolved on the phone. The phone support details did not reveal any issues related to the customer reported event. It was noted that the endoscope was used in later procedures without issue.